Manufacturer narrative:
Device is a combination product. A promus premier ous mr 38 x 4.00mm stent delivery system was returned for analysis. An examination of the crimped stent identified stent damage. Distal stent damage was identified with struts kinked and kinked, proximal struts were also lifted. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination found no issues with the tip. No other issues were identified during the device analysis. Procedural media was also received. Multiple narrowings were evident in the proximal and mid lad. A significant bend was noted in the mid lad. Multiple pre-dilations were carried out in the in the distal, mid and proximal lad. A stent was successfully advanced to and deployed in the mid to distal lad. Stent deployment improved flow in the mid to distal lad. An attempt was then made to position a second stent however it appeared that this unexpanded stent could not cross the lesion in the mid lad (lesion positioned on the proximal side of the lad bend). The stent was removed, and further balloon dilation was carried out at this lesion/bend site. An unexpanded stent was again introduced into the proximal lad however it appeared that this unexpanded stent could not cross the lesion in the mid lad (lesion positioned on the proximal side of the lad bend). This stent was then deployed in the proximal lad. Stent deployment improved flow in the proximal lad. Post dilation was then carried out in the deployed proximal stent. The balloon catheter and guidewire were removed.

Event description:
Reportable based on device analysis completed on 14feb2020. It was reported that crossing difficulties were encountered. The stenosed lesion was located in the intensely calcified proximal and middle third of anterior descending artery. A 38 x 4.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. However, returned device analysis revealed stent damage.